Event description:
Additional information was received indicating the device was reprogrammed to disable high voltage therapy. Diagnostic imaging was not performed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. The physician suspected rv lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.